Event description:
During an anterior cruciate ligament (acl) reconstruction as the surgeon was utilizing a biosure ha 9mm x 35mm screw for tibial fixation of the graft, the screw broke. The correct guidewire and driver were used. A back up device was on hand to complete the procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
One device was returned for evaluation. Complaint of screw breakage is confirmed. Screw is broken at the distal tip. Broken pieces were returned. Break is angular in nature. Without knowing the clinical details for insertion method and bone quality, a rootcause cannot be determined at this time. (B)(4).